Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Before an implant procedure, the header connector of the device was noted as stained and discolored. The device was still able to be implanted and the patient was stable.